Event description:
It was reported that later on the day of implant, there was intermittent loss of ventricular capture. The patient had been repositioned in bed post implant, at which time both arms were lifted above his head. A chest x-ray revealed that the atrial lead had dislodged. The lead was success- fully repositioned.

Manufacturer narrative:
Na